Event description:
Cord adaptor began smoking. Patient removed from room. Fire extinguisher discharged although no fire. Fire department came. No fire behind wall per fire department. Adapter charred. IV pump was not in use at time of event. IV pump was plugged into wall and turned off. No harm to patient. Plant operations tested outlet after event. No issues. Outlet also checked by electrician on (B)(6) 2014 - no issues found with outlet. Last biomed check (B)(6) 2014. Bbraun recommends facility biomed comp have IV pump tested since appears power supply / adapter is issue. No injury r/t was not in user at time of incident.